Event description:
Note: company's product labeling and clinical guidelines require testing of this device for leaks and blockage prior to use on pts. Hospital reported that at the pre-leak test there was a loss of pressure in the circuit system, found that the breathing bag bushing was split. There were three incidents reported initially. Hospital also reported finding 8 more split bushings in the same manner as stated above. There was no pt involvement.